Event description:
It was reported that post op of a small bowel obstruction procedure, the patient had complications that was a possible bowel injury. The patient encountered an extended recovery and complications but now recovered and is in stable condition. It is unknown if an additional procedure was required or any details of the recovery process the patient experienced. The device was discarded at the account. Ees risk management spoke with the surgeon, who advised he is reviewing this event for the medical board and was not present during the procedure. He does not believe there was a malfunction of the device and is requesting the package insert for the device.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Unknown event date, assumed (B)(6) 2012.